Manufacturer narrative:
The insulin pump had pump error alarm during rewind test due to partially connected motor flex connector. Analysis was unable to complete the functional test, including the self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error alarm. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. The insulin pump had minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received power error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.